Event description:
A report of a pt that was explanted was received. The pt developed an infection at both the pocket site and lead site. The pt's symptoms were extreme redness, and pus at both sites. The pt was prescribed antibiotics, and is reportedly doing well.